Event description:
It was reported that part of tissue pad was broken during the procedure. The broken piece was retrieved by forceps. Changed another one to complete the procedure.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the clamp arm detached from the instrument outer tube. The tissue pad is attached to the clamp arm. The clamp arm was returned with the device. The outer tube interface with the clamp arm was found to be very damaged. Due to the condition of the device, no functional testing could occur. No conclusion could be drawn as to what caused the clamp arm to detach, however probable causes include: not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or intanglement in fibrous tissue.